Manufacturer narrative:
PMA/510k: this product is not available for sale in the USA. International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
Pentax medical was made aware of an event that occurred in the (B)(6) region in the operating room during use. The user facility reported that "during a hemostasis procedure, forceps did not open when it was opened and closed it with the handle. For this reason, another hemostat was prepared and used to complete hemostasis." Pentax hot hemostasis forceps h-s2518 did not contribute to or cause a serious injury or death of a patient or user. No serious injury or death of a patient or user, or delay in the procedure that would require medical intervention was reported. However, this information reasonably suggests that if the malfunction recurs, the device or any similar marketed device is likely to cause or contribute to a death, serious injury, or other significant/important medical event. Therefore, this event is FDA reportable. The device was evaluated by the manufacture and it was confirmed that after stopping the bleeding, foreign substance adheres on the tip result in defect of opening and closing. On (b)(60 2021, a device history record (DHR) review for model h-s2518, serial number (B)(4) was performed. The DHR review confirmed the processor was manufactured on 12-jun-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.